Manufacturer narrative:
(B)(4).

Event description:
A field representative reported that when attempting to interrogate two demo devices an error message was appearing on his tablet programmer. The programming wand battery status was checked and found to be adequate. The user later attempted a different programming wand with the same usb cable and was still unable to interrogate his demo generators. Upon using a replacement usb cable the tablet programming system functioned properly. The suspect usb cables was returned for product analysis. Analysis confirmed a disconnected wire on the usb serial cable printed circuit board (pcb). Once the wire was soldered onto the serial cable pcb no further anomalies were identified and the cable functioned normally.